Manufacturer narrative:
Per tandem user guide: avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. If there are signs of fluid entry, discontinue use of the pump and contact tandem diabetes care customer technical support. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an malfunction alarm occurred. Reportedly, the device got wet. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.